Manufacturer narrative:
The returned device was evaluated. The customers report was confirmed. A clogged nozzle affecting the air/water flow was found. Peeling on the light guide cover was observed. A leak coming from the device control body¿s cover was determined and loose water inlet was noted. In addition, cracked glue on the bending section cover was also found. Based on evaluation findings the reported issue was confirmed. The failures found could be attributed to use handling and or maintenance issue. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device air/water channel is not working, no air is coming out. The issue occurred during an unknown procedure. There was no patient impact or harm reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the cause of the phenomenon could not be conclusively identified. Based on information received and device evaluation results, it was presumed that the adhesive agent was worn out and peeled due to long-term usage. Adhesive agent came off due to external force was applied to the relevant part by squeezing it with excessive force or by hitting it against something when the subject device was transported, stored, used, or cleaned. As stated on the IFU (instruction for use) the user manual states: important information ¿ please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.